Manufacturer narrative:
Sample received there were 2 lid assembly received for evaluation. The lid fit was performed as intended. While performing the final lock a gap was observed. The three posts on the lid were not welded causing a gap during final lock. The reported condition was observed. The device history record (DHR) review was not performed as lot number was not provided. The closing mechanism is hard to explain but upon inspection found 2 more lids that are not fully put together. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event with minimal risk as there was no patient involvement or consequence to the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the lids do not close properly. When you try to apply pressure to seal the container, a gap is formed right where the lid meets the top of the container.

Manufacturer narrative:
The reported condition cannot be confirmed because there was no photo or sample submitted for product analysis. The device history record (DHR) review was not performed as lot number was not provided. Without a sample to review, we are unable to determine the root cause as the information provided in the complaint is insufficient. The customer states ¿some of the lids to the sharps containers are defective and do not close properly. The closing mechanism is hard to explain but upon inspection found 2 more lids that are not fully put together. When you try to apply pressure to seal the container a gap is formed right where the lid meets the top of the container.¿ it is not very clear if the issue is with lid fit with the container or with final lock mechanism. Also as per the IFU lid and container needs to be inspected for any shipping damage prior to use. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event with minimal risk as there was no patient involvement or consequence to the patient. As no sample or photo is available for the product analysis unable to determine the cause. If information is provided in the future, a supplemental report will be issued.